Manufacturer narrative:
Unknown at this time. Hoveround has not been given access to fully evaluate the power wheelchair.

Event description:
The end user was reportedly operating the power wheelchair outside on the sidewalk in front of her home when the power wheelchair allegedly stopped suddenly and fell over.